Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that a patient with this pacemaker was admitted to the hospital after experiencing a syncopal episode as well as general symptoms of discomfort. Review of the pacemaker indicated it was at end of life which led the physician to believe the battery may have prematurely depleted. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a patient with this pacemaker was admitted to the hospital after experiencing a syncopal episode as well as general symptoms of discomfort. Review of the pacemaker indicated it was at end of life which led the physician to believe the battery may have prematurely depleted. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.